Manufacturer narrative:
H10: the medical device manufacturer (d3) and manufacturing location (g1) for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. H10: manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: the physical sample was returned for evaluation. A physical investigation was performed for the catheter. The helix was broken at 65 cm from the tip of the catheter. The helix was deformed at 52 cm from the tip of the catheter. The helix break and deformation are a result of a tube kink found at 61 cm from the tip of the catheter. It was not possible to specify the root cause of the kink further using the information provided by the user. The investigation is confirmed for the reported break issue. A definitive root cause could not be determined based upon the available information. Labeling review: a review of product labeling documentation (e.g., procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 08/2024), g3 h11: h6 (method, result, conclusion) h11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery through contralateral approach via left femoral artery, the whole helix allegedly came off. The procedure was completed using another device. There was no reported patient injury.

Event description:
It was reported that during a recanalization procedure in the superficial femoral artery through contralateral approach via left femoral artery, the whole helix allegedly came off. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
The medical device manufacturer and manufacturing location for the straub product was selected as unknown due to system limitations. The correct medical device manufacturer and manufacturing location are straub medical us. As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. (Expiry date: 08/2024).

Manufacturer narrative:
H11: a voluntary recall has been initiated for the rotarex atherectomy system. The atherectomy catheter eifu was updated to clarify and emphasize procedural steps intended to reduce the likelihood of catheter breakage events. Catheter has an outer cylinder connected to a rotating helix, which could fracture and/or break, which would require retrieval, and helix facture/break could cause vessel injury and lead to severe bleeding. As part of an internal investigation, this event was reviewed in collaboration with our medical affairs team. Based on the findings, it has been determined that the event meets the criteria for a serious injury as defined under 21 cfr 803.3. Accordingly, we are submitting this report to reflect the upgraded classification. Please refer to section b5 of this report for a detailed event description and rationale for the reclassification. Manufacturing review: a manufacturing review was conducted and there was nothing found to indicate there was a manufacturing-related cause for this event. Investigation summary: a physical inspection revealed that the catheter's helix was broken 65 cm from the tip and deformed at 52 cm. These issues were caused by a tube kink located at 61 cm. However, the exact cause of the kink couldn't be determined due to limited information. Potential causes include user handling error or complex vessel anatomy. A definitive root cause was not established. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a recanalization procedure using a rotarex device to treat the sfa and popliteal arteries, access was obtained via a contralateral approach through the left common femoral artery. The helix of the device reportedly detached. The physician reportedly suspected a fracture within a non-bd stent, which was not visible under fluoroscopy, and believed the rotarex device may have become caught while being retracted. Secondary access was gained on the right side, and the device was successfully removed through the sheath. The procedure was completed with balloon angioplasty. There were no reported clinical signs or consequences to the patient.